Event description:
A clinician reported that the catheter kinked very easily. There was no reported pt injury as a result of this incident.

Manufacturer narrative:
The device in question, a 4 french diagnostic cardiology catheter, was returned to merit medical systems for eval. Visual examination of the catheter confirmed that it was kinked. Processing records for the body tubing lot were evaluated for abnormalities and no unusual circumstances were noted. All samples tested during manufacturing met the acceptance criteria. Further investigation of the complaint log confirmed that no other complaints have been filed for this lot number. In addition, no complaints have been filed for this defect associated with any final sku lot number manufactured from the catheter's body tubing component lot number. The propensity toward catheter damage due to aggressive handling, stretching and torquing is exacerbated with the use of smaller size catheters, such as the subject 4f catheter. Event with these issues, may physicians prefer using small diameter catheters because they believe the clinical benefits outweigh associated risks. Based on the preceding factors, merit cannot determine a root cause but believes it is unlikely to have been a product problem and now considers the matter closed. Merit will continue to monitor events of this type to ensure that no increasing trends occur. Actual device involved in incident was evaluated.